Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin functioned properly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 484 mg/dl at the time of incident. The customer's blood glucose was 500 mg/dl at the time of call. The customer stated that they were given IV drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they had leaks. The insulin pump was returned for analysis.